Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received a complaint from the customer on a fenestrated bipolar instrument; however, there was no description provided concerning any defect(s). Attempts were made to obtain the reason for return, but were unsuccessful.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.